Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -5.5/3.5/099 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Lens implanted upside down. Patient contact(lens touched the eye). No patient injury. On (B)(6) 2023 a same model/length lens was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).